Event description:
The report from the field indicated that: a pt was undergoing coronary stenting. Per reporter, there was a little calcification and tortuousity of the vessel, but nothing significant. The 2.5x23mm cypher dislodged, and was implanted at a non-target site in the rca. To cover the remaining disease, the physician attempted to place a 2.5x8mm cypher. This cypher dislodged into the left main, however, and the pt went to surgery. A taxus stent was eventually implanted in the patient.